Event description:
The gantry chain failed at the ? - link while a pt was on the couch. The obi was out at 100 degrees and -70 degrees. The gantry was rotating in the clockwise direction to get to 90 degrees. According to the therapist, the gantry stopped immediately close to the 90 degrees. There was no pt injury.

Manufacturer narrative:
The root cause of the broken gantry chain is under investigation. There was no injury involved with this incident, but if this were to recur, serious injury or death could not be ruled out.